Event description:
It was reported the device did not turn on. The battery was reseated and turned on. When the device was tested, the ma readings were less than the setting on the device. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, however, corrosion was found on the main printed circuit board (pcb), heart lead flex, pcb screws, liquid crystal display (lcd) and pcb flex. It was also noted that the upper case and lower cases were broken and contaminated, the battery release and lead flex cover were contaminated, one bail cover and ring cover were broken, the battery contacts were compressed, one bail was missing, the ring was bent, and the battery drawer was out of specification and the latch was damaged.